Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the circumstance leading to the implant poking out and stimulation not working was the patient having difficulty getting the implant to charge. The pa said the patient's weight loss was the cause of the issues. The pa told the patient to keep it on at all times - the patient had been turning it off when they slept. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the it turned of that it was from their weight loss. It always worked, they just had trouble charging and they had to find a new body position.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said their implant was poking out more from their back than it used to. Patient also said in the morning, when they turn their stimulation on, stimulation seemed like it wasn't working for several hours and then would kick in and start helping. Patient said the issues started probably about 3 weeks ago. Patient said they have a doctor's appointment today and were told to call patient services beforehand to see on the computer if the device was working. Agent reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Agent provided nas number for doctor office to page a rep if needed, but did not promise a rep could be at the appointment today. Patient mentioned they'd tried reaching out to the rep but hadn't heard from anyone.